Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the user interface module (uim ) touchscreen intermittently stays blank on startup. There was no patient involvement.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Loss of intermittent display on start-up occurs due to low voltage on bt1 of the uim.